Event description:
On (B)(6) 2013, patient reported the insulin delivery of the infusion device is inaccurate and this resulted in hyperglycemia of 400 mg/dl. Her normal blood glucose is near 120 mg/dl, and she noticed the concern when her blood glucose did not return to normal after she bolused. She disconnected from the infusion device, performed 3 boluses of 8.0 units, and primed the infusion set, and she reported no insulin was delivered. She injected insulin via syringe as treatment, and her blood glucose has returned to normal since then. No error messages were displayed by the infusion device. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device, adapter, cartridge, and infusion set were requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The returned used headset and used transfer set were visually inspected and tested for flow and tightness. The test results were within specifications. The cartridge was not returned for evaluation. The manufacturer performed a free flow and tightness test on one retention sample and could not find any irregularities. The investigation of their production documents did not show any deviations related to the complaint reason.